Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of an 11.1 u bolus based on an entry of 200 g of carbs on (B)(6) 2025. The audit logs show multiple boluses based on 200 g of carbs and larger boluses manually programmed were delivered before and after (B)(6) 2025, indicating that this bolus amount is not abnormal to the user's therapy. The logs showed that the confirm button was pressed for each bolus delivered. The audit logs for the 11.1 u bolus show that immediately prior to the bolus being delivered, an automated delivery restriction alert was acknowledged, putting the system into manual mode. Review of the patient history buffer (phb) data found that the system was used in manual mode leading up to the low bg event on (B)(6) 2025. The system was correctly delivering the user's manual basal program leading up to the low bgs. No evidence of an uncommanded bolus or an overdelivery of insulin was found in the available log files. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type. G7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's omnipod 5 personal diabetes manager delivered an uncommanded bolus resulting in hypoglycemia. Blood glucose levels declined to 4 mg/dl while wearing a pod. Additionally, the patient experienced cognitive changes, prompting a call to emergency medical services (ems). Treatment was provided by ems; however, details of treatment were not disclosed.